Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or bad battery alarm noted. The device had motor error alarm during occlusion test and unable to prime test due to faulty force sensor. The device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 517 mg/dl. Troubleshooting was not performed. The device was returned for analysis.